Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There is no report of death or serious injury associated with this complaint. The customer reported the system failed to boot up.